Event description:
Customers contacted haemonetics on (B)(6), 2008 requesting return of their orthopat machine due to the sale of the hosp. No injuries were reported with the machine.

Manufacturer narrative:
Upon receipt, eval of the machine confirmed it had experienced a blood spill and noted there was a burning smell. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).